Manufacturer narrative:
(B)(4). D10: 00576401452 - femoral component - 62353129. 00596403010 - articular surface - 62374782. Unknown cobalt cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately 5 weeks post implantation due to implant loosening. During the revision the tibial component was noted to be grossly loose. The patella was well fixed and therefore retained.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6. No product was returned. Photograph of the explanted tibia and femoral were provided; however, a detailed evaluation could not be performed. The reported event was confirmed by review of op notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patellar component was noted to be well fixed and retained. Tibial component grossly loose, femoral component and vast majority of cement was removed, trial components noted to come into full extension, no significant instability, patella tracked well in trochlear groove. Trial components removed; wound irrigated, final components cemented into place. No intraoperative complications noted, post-op xray confirmed a right cck no evidence of fracture or other acute abnormalities. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.